Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the inner package was open. A 12x40x75 epic¿ vascular stent was selected however during unpacking of the device, it was noted that the box was open and the seal of the inner package was broken. The device was not used in the patient and the procedure was completed with another of the same device. No patient complications were reported.